Manufacturer narrative:
The device was equipped with batteries, manufactured in 2011. The batteries should be replaced every two years. It was observed that the device had logged some event codes. Physio-control therefore replaced the system pcb assembly and power pcb assembly. The  removed system pcb assembly and power pcb assembly were discarded and could not be evaluated further. A conclusive cause of the reported issue could therefore not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device powered off by itself when it was used to monitor a patient. No information on the patient outcome and patient details was provided.